Manufacturer narrative:
Concomitant medical products - model: 5076-52. Lead; implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with short interval counts (sic), high rate non-sustained episodes and noise. It was noted that the noise was not reproducible with isometrics. Reprogramming was completed and the lead currently remains in use. No patient complications have been reported as a result of this event.